Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: the subject devices were sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been recorded into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a patient in piano study with a system implanted on (B)(6) 2025 suffered of recurrent episodes of fever and chills. Medical tests revealed an infection on (B)(6) 2025 and the decision was taken to explant the entire pacing system. The explantation was performed without complications on (B)(6) 2025 and a leadless pacemaker was implanted during the same procedure.